Event description:
This case is cross referred with the cases 2017sa119736 and 2017sa119738 (cluster). This unsolicited case from united states was received on 28-jun-2017 from an other non-health care professional (physician assistant). This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and later after few weeks experienced pseudosepsis. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, once (dose, indication, batch/lot and expiration date: not provided). On an unspecified date, few weeks (approximately 3) after receiving injection, patient experienced pseudosepsis. Patient was aspirated and received corticosteroids. Corrective treatment: aspiration; corticosteroids. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 07-jul-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 28-jun-2017 from an other non-health care professional (physician assistant). This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and later after few weeks experienced pseudosepsis. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, once (dose, indication, batch/lot and expiration date: not provided). On an unspecified date, few weeks (approximately 3) after receiving injection, patient experienced pseudosepsis. Patient was aspirated and received corticosteroids. Corrective treatment: aspiration; corticosteroids. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.